Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the investigation determined that the single leaflet device attachment (slda) appears to be due to the rapid atrial fibrillation. A conclusive cause for the atrial fibrillation could not be determined. The mitral regurgitation (mr) was an outcome of slda. The reported patient effects of atrial fibrillation and mr are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), recurrent mitral regurgitation (mr) and atrial fibrillation it was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. However, after the procedure was complete, the patient went into rapid atrial fibrillation. The cause of this is unknown, but echocardiography then showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr also increased to a grade of 4. It was noted that medication was given to treat the atrial fibrillation. On (B)(6) 2020, a second mitraclip procedure was performed to stabilize the slda. One clip was successfully implanted, reducing mr to a grade of 1. No additional information was provided.